Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. Upon review of the implantable defibrillator, noise was noted on the right ventricular lead causing inappropriate shock. The patient presented for lead revision procedure on (B)(6) 2018. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The device and lead were replaced. The patient was good during and after the procedure.